Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 530 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. The patient reported she may have taken her insulin late for a meal eaten. The patient reported blurred vison and dizziness. As treatment, the patient administered manual injections of insulin and applied a new pod.

Manufacturer narrative:
The pod was received fully deployed. No bends or kinks to the soft cannula were observed. The pod data indicated there was no struggle to deliver insulin. No problem was found. No damages or deficiencies to the fluid path, needle mechanism, or drive mechanism were observed that would result in a failure to deliver insulin. The pod data indicated there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. No problem was found.